Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements on the right ventricular channel. Additionally, noise was observed on the right atrial channel. Furthermore, a minute ventilation (mv) oversensing episode was observed. Reprograming of the device and a potential device replacement were discussed. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements on the right ventricular channel. Additionally, noise was observed on the right atrial channel. Furthermore, a minute ventilation (mv) oversensing episode was observed. Reprograming of the device and a potential device replacement were discussed. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the complaint description for more information regarding the specific circumstances of this event.